Event description:
Information was received from a patient. It was reported that their leg buckled four days prior to the date of this report and they have had sharp pain. The patient stated that they almost fell down but caught themselves on the counter. On (B)(6) 2016, the patient reported a bulge the radius of a softball on their back and that it was hurting them to lay down, bend over, etc. The patient was to follow up with their healthcare provider (hcp). It was further reported on (B)(6) 2017 that the ¿thing¿ was causing the patient pain. The patient stated that they experienced a fall about three weeks prior to the date of this report, but that it wasn¿t bothering them at the time. The patient reported that there was swelling over the implantable neurostimulator (ins) site, about the size of a softball, and that it hurt so they iced it. The patient mentioned that a family member used a sharpie marker to trace around the implant site, and that it was so swollen that they could take their hand and cuff over it. It was reported that the device was causing the patient to only get three hours of sleep and that they needed to take extra pain medicine. The patient stated that the device wasn¿t currently on because certain movements would take their breath away, and they couldn¿t sleep because of that. It was noted that the patient lost weight, about 20 pounds, and wasn¿t sure if that had something to do with it. Additional information received on 2017-jan-09 reported that the patient would be getting the device removed and that the incision was swollen. Indications for use are spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.